Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported "gets stuck when used". No negative impact in state of health reported.

Event description:
According to further information received on march 17, 2025, the issue was identified during sterilization and assembly of instruments before the procedure and there was no patient involvement.

Manufacturer narrative:
The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the laryngoscope holder model göttingen (article no. 8575ka, lot ul05) was investigated. The investigation revealed chip formation at the thread, which confirmed the customer complaint. Further tests showed that the worm wheel rubs against the worm, resulting in pitting. The detailed analysis confirmed that the complaint was due to a technical problem with the worm and was not a handling error. The event is filed under internal karl storz complaint ID: (B)(4).